Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer stated that she had low readings early in the morning and her doctor made some adjustments to her basal rates and the low readings subsided. The customer declined to troubleshoot. The product was not returned for analysis.